Manufacturer narrative:
The device is not a repairable device and will not be returned to the user facility.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the lid of the aseptic housing opened up during a procedure at user facility. Nothing fell on the surgical site. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the lid of the aseptic housing opened up during a procedure at user facility. Nothing fell on the surgical site. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.